Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3, h6(type of investigation, investigation findings, component code,conclusion), h11. Corrected fields:h6(problem code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) went into standby after switching to pressure trigger. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the pump had been in auto-mode andwas switching intermittently between ECG trigger and pressure trigger. They also noted that the pump place in semi-auto mode to achieve ECG trigger, though it is currently functioning in auto-mode. No alarms or messages were observed on the iabp monitor. Esp personnel guide the customer to print out a trigger and alarm log history, which revealed the multiple changes in trigger, however no present alarms that would have placed the pump on standby. The customer explained the ECG waveform revealed significant artifact. Esp personnel recommended keeping the pump in auto-mode, replacing the ECG electrodes, applying doppler gel to the back of each electrode, and positioning the electrodes closer to the heart ¿hugging¿ to improve signal conduction. Additionally, they recommended having a backup pump available on standby.

Event description:
N/a.

Event description:
It was reported during emergency support program (esp) call that the cardiosave intra-aortic balloon pump (iabp) unit went into standby after going into pressure trigger. The pump was on auto-mode and would switch back and forth from ECG trigger to pressure trigger. Pump was placed in semi automode for it go in ECG trigger but it is in auto mode. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.